Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Device primed properly during testing. No unexpected prime anomalies noted during testing. Device was received with cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump cannot rewind. Customer states they are unable to exit the "load reservoir" process. Customer states the rewind option displayed after an alarm/alert. Had a blank display and would not turn on after being exposed to moisture. The customer also reported that a button was cracked on the pump. The pump wasn't hit or dropped. The customer's blood glucose was 195 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.